Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that the ssfn femur awl was broken inside the patients trochanter. Initially, the surgeon attempted to create a wedge at the greater trochanter using osteotomy because patients bone was very hard. He then used the mallet to knock on the awl, which caused the awl to break into two parts. The handle was outside the body and the cutting awl was embedded inside the patients trochanter. The broken piece was removed from the patient. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation. The concerned dimensions could not be verified as the single parts in these areas were broken or worn. Examination of the raw material testing certificates and manufacturing papers showed no deviations regarding material analysis, strength, and structural stability. The microscopic view of the broken welded laser seam showed that the welding joint met fully to the specification after manufacturing. It was concluded that the shaft of the handle was separated from the awl-blade. Both components were intact with no elements of break out visible. The t-handle was badly bent and showed marks of misuse indicating that a hammer was used on the instrument to propel it forward. The breakage was due to mishandling which resulted in mechanical overloading. No product or material related condition was found. This complaint is invalid from a manufacturing standpoint.